Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the device alarmed for an e322 (I-batt bad 0 calib) error code. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the regulator closer was not seated properly.